Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine (25 mg/ml) at 2.1 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016, the healthcare provider was unable to aspirate the catheter during a routing pump exchange. As a result he chose to replace the catheter, but left the old catheter in place. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was thought that the previous catheter was not intrathecal, maybe subcutaneous or epidural.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.